Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implant detect was turned off and the device remains in use.

Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was checked approximately one month after implant and there was no diagnostics available. It was suspected that it was due to implant detection still being on. The device remains in use. No patient complications have been reported as a result of this event.